Event description:
Revision surgery - due to the patient dislocating; not implant related.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 27 days of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. A review of the device history records showed (B)(4) non-conforming material reports (ncmr's) associated with this product. Ncmr (B)(4) showed (B)(4) parts (508-00-001) reworked due to an incorrect inspection sheet. Ncmr (B)(4) showed (B)(4) part (part number: 508-32-103) scrapped due to an oversized feature. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.